Manufacturer narrative:
Other applicable components are: product ID: bi71000125, serial/lot #: n/a. A medtronic representative went to the site to test the equipment. The reported issue was confirmed that the system could not take an x-ray. The battery pack was replaced and the system then performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system could not take an x-ray. The site was unable to troubleshoot to fix the issue. There was no patient involved.